Event description:
Customer operations contacted dexcom technical support on (B)(6) 2015, reporting that the patient had passed away. Attempts were made to gather additional information. The exact date of death is unknown. Dexcom was told that the patient passed away two months ago. The cause of death is unknown. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device and/or data was not provided for evaluation. There was no malfunction alleged against the device. It should be noted that diabetes is a known cause of death. However, a definitive root cause cannot be determined for the reported patient death.